Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported erbe generator had error c-34 after power on. The tse recommended caller to power cycle erbe, but the issue persisted. The site used spare iesu to complete the procedure as planned. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (error c-34) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode and failed. The unit had no significant scratches or dents. The front bezel was in decent condition. The complaint was confirmed based on the failure analysis.